Event description:
A patient reported that since 2014 they have had to arch their back to feel stimulation and often will required them to increase stimulation. They stated that they feel the implantable neurostimulator (ins) on, but not drawing power. The ins is still full when the patient thinks it should be "decreased." During the report, the patient was not feeling stimulation and was not sure the last time they felt stimulation. Their last recharging session was 3 days prior to the report and the ins was charged. The patient also reported numbness in their hands when they grip something for too long. The ins is indicated for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a poor communication screen on the patient programmer. The patient programmer wouldn¿t do telemetry with the antenna attached. They tried using the patient programmer without the antenna and they were able to get communication. A new programmer was sent to the patient and the patient reported that since they received the new patient programmer, everything was working great. Additional information received from the patient on 2016-08-15 reported that the circumstances that led to the loos of effective therapy and the implantable neurostimulator feeling like it wasn¿t drawing power was that the patient programmer would not connect to the implant and he could not check to see if it needed to be recharged. He stated that the only problem that he had was with the patient programmer. It got to the point where he couldn¿t use it to change the intensity of the implantable neurostimulator. The patient stated that the reconditioned patient programmer seemed to work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.